Manufacturer narrative:
Bd received seven samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for holes in the tubing with the incident lot was observed. A DHR was not required. CAPA (B)(4) has been opened for further investigation of this complaint.

Event description:
It was reported that the bd vacutainer® winged safety push button blood collection set had holes in the tubing. No injury or medical intervention.